Event description:
It was reported the tip sheared off. It was during a case back in february. The pt came back for follow up and at that time a biopsy was taken and the fragments were found and removed. No pt consequence was reported.

Manufacturer narrative:
(B) (4). (B) (4).